Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. In addition, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 284 mg/dl. The customer continued to use the pump for insulin therapy.